Manufacturer narrative:
One 8.5f swartz braided introducer sheath and dilator were received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the torn seals and subsequent leak is consistent with damage during use. The IFU states: do not remove dilator or catheter rapidly. Damage to the valve may occur, potentially compromising hemostasis.

Event description:
During a paroxysmal atrial fibrillation procedure after placing the sheath into a patient and inserting a non abbott catheter into the sheath, air was aspirated into a syringe connected to the extension port of the sheath. Several aspirations were attempted, but the air remained. The sheath was replaced and the procedure was completed with no adverse consequences to the patient.